Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto zero failed" error code (110b). The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not reading correctly; no further details were provided regarding the issue. Onsite service was requested. During onsite service, the service engineer (se) reported that a review of the event log was performed, and the se observed a "check vent: proximal pressure sensor auto zero failed" error code (110b). It was reported that the se verified the pin alignment between the solenoid valves and data acquisition board. The se reported that the proximal auto-zero solenoids (3 and 4), and the data acquisition board were replaced. The device passed all testing. The device was returned to service.